Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the bottom aligner caused her teeth to shift and hit a nerve near her wisdom tooth, resulting in pain and facial swelling. There is no letter of recommendation on file, and no further information is available regarding this issue at this time.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.